Manufacturer narrative:
The insulin pump passed displacement test, rewind and basic occlusion test. The no delivery alarm functions properly during the basic occlusion test. No motor error alarm noted during testing. The insulin pump was unable to prime during prime test due to faulty force sensor resistor. The insulin pump was unable to perform the occlusion test and excessive no delivery test due to prime and fill anomaly. The motor passed motor test. The insulin pump had minor scratched display window, broken reservoir tube lip and a missing end cap sticker.

Event description:
The customer reported via phone call that they received a motor error alarm. The customer's blood glucose was 205 mg/dl at the time of incident. The customer stated that they were unable to rewind the insulin pump. The customer stated that the insulin pump was exposed to x-ray. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.